Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder and mold. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5112170 a female patient underwent a breast surgery with two unspecified saline breast prostheses and experienced autoimmune disorder symptoms including hashimoto¿s, lupus, lime disease, breast implant illness, neuropathies, asthma, food allergies, acne, rashes, itching, migraines, kidney infection, sinus infections, osteoporosis, tooth decay, exhaustion, nausea, vomiting, slow wound healing, arthritis, hypothyroidism, hair loss, bloodshot eyes, dry eyes, depression, anxiety, loss of microbiome, food intolerances, and hypothyroid post-operatively. As a result, the patient underwent explantation on an unspecified date. The patient also alleges that pathology studies were done on the implants, and that mold was found within them. Since mentor has not received the devices for evaluation, we are unable to confirm the presence of microbial contamination at this time. This report is for the left side device.